Event description:
Preop and postop diagnosis of pt condition was "giant paraesophageal hernia incarcerated". The operation was "reduction of para-esophogeal hernia, closure of the the hiatus defect. Nissen fundoplication procedure performed by laparoscopy". The surgeon reported the harmonic scalpel wouldn't cut, so he applied heat over a longer period of time. The surgeon identified a 2mm esophogeal perforation 48 hours post-op that he believes was caused by the add'l heat applied. 2003 the pt returned to the o.r. For repair, fundoplication and jejunostomy. Pt has been discharged.